Manufacturer narrative:
The pump alarmed open book, and the pump history download confirmed that a motion sensor test failure alarm occurred due to a broken force sensor. The pump also had a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed critical alarm. Since the alarm occurred on (B)(6), customer has stopped use of the device. The device was not dropped or bumped. Customer was unable to clear the alarm and complete the rewind process. The device is returning for analysis.